Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: (B)(6) 2026 nurse noticed dripping from IV pole during chemo infusion. Found that the primary tubing had become broken just below the level of the drip chamber. Paused infusion, initiated chemo spill, contacted omit infusion pharmacist. Primary tubing disconnected.